Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010. The patient reported blood glucose results of "501 and 220 mg/dl" with the subject meter, performed within 20 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed she manages her diabetes with insulin pump. On (B)(6) 2010 at 6:00pm or 7:00pm, the patient claimed she administered .4 units of humalog insulin due to the alleged issue. The patient stated 2-3 hours after the alleged issue began, she developed symptoms of vomiting, diarrhea, and dizziness. On (B)(6) 2010, the patient reported she went to the emergency room (ER) at 10:00pm and was administered with IV fluids. According to the patient, she was tested by the ER meter with a result of "490 mg/dl" at 10:10pm and the lab with a result of "430 mg/dl" at 10:35pm. At the time of troubleshooting, the cca noted the patient's testing procedure was correct, an approved sample site was used to obtain the results, and the correct unit of measure was set correctly on the subject meter. The patient did not have test strips available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. The patient's alleged erratic results correlated with the hcp treatment. However, this complaint is being reported because the alleged issue remained unresolved.